Manufacturer narrative:
There was no reported adverse event associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed a loss of prime alarm associated with zero force. The pump was primed successfully and exercised with no alarms duplicated.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.